Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with cracked case at the display window corner, complete broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that they had cracks at the reservoir compartment. Customer¿s blood glucose was 15.9mmol/l at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.